Manufacturer narrative:
The product was not returned for evaluation. A photo was provided. The company cartridge was pictured on the patient ID card. The view was from the bottom. Viscoelastic was observed in the cartridge. The lens was visible still in the cartridge at the nozzle entry area. The lens appeared to be misfolded, pressed up against the roof of the cartridge. The leading haptic was extended. The trailing haptic was broken and visible beside the cartridge on the ID card. The lens position and broken trailing haptic would indicate a plunger underride occurred. The lens pictured, still inside the cartridge would indicate it was not implanted and removed. A qualified cartridge and handpiece were indicated used with a non-qualified viscoelastic. The root cause for the reported issue may be related to a failure to follow the IFU. Based on review of the provided photo, the trailing haptic was broken. The lens appeared to be positioned incorrectly, pressed up against the roof of the cartridge. The lens position and broken trailing haptic would indicate a plunger underride occurred. This caused the trailing haptic to break and be delivered while the lens remained in the cartridge. A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Information was provided that the patient received a non- company lens as a replacement. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during implantation of intraocular lens (iol), lens was loaded into the injector cartridge under viscoelastic substance without problems. While implanting, passage iol inside the cartridge, noticed a greater resistance than usual. After injecting the lens into the eyeball, the first completely amputated haptic came out of the optic, leaving the anterior chamber free, withdrew the injector and proceeded to remove the haptic. Additional information was received stating the patient was left aphakic during the initial procedure. New lens was implanted in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).